Manufacturer narrative:
The power supply board that was replaced was replaced during service was returned to the manufacturer's product investigation laboratory for further investigation. The power supply board passed all testing and was found to operate as designed.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the power supply was observed. The device's power supply board was replaced to address the issue.